Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pocket could not be closed. A field service engineer (fse) found that the pocket which had a broken lid was already removed. Further the fse tested the rest of the pockets on drawer and found no issues. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5 pocket b1 lid does not close and user cleared all obstructions, but the lid was not stay shut. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.